Event description:
The patient reported experiencing a blood glucose of 569 mg/dl. The patient reported that after bolusing for a meal, the site was found to be leaking. The patient reportedly did not implicate the infusion set. The patient stated that the area of the site looked ok but stated there was abdominal scar tissue. Customer support advised the patient that scar tissue could play a role in decreased absorption and tunneling. The patient called to inquire if there were infusion sets that had longer needles. Customer support advised the patient that the current infusion set was the longest cannula offered. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no data in the black box for review from the time of the reported incident due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.